Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). This MDR was originally submitted with a hamilton medical ag reference (B)(4). The correct one is (B)(4). This follow-up nr. 1 report serves only to inform about the reference correction.

Event description:
The following was reported to hamilton medical ag: we have a t1 ventilator that would not turn on. The screen was black the device was alarming and could not be turned on. Mains supply and batteries were removed to stop the alarms batteries and mains were reconnected. Alarms have stopped and device was restarted as normal. Performed check out and test ventilation. No faults occurred. No patient involved.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: we have a t1 ventilator that would not turn on. The screen was black the device was alarming and could not be turned on. Mains supply and batteries were removed to stop the alarms batteries and mains were reconnected. Alarms have stopped and device was restarted as normal. Performed check out and test ventilation. No faults occurred. No patient involved.